Manufacturer narrative:
Correction e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood cannot be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 71 year old female had suspected hemolysis, with hemolyzed laboratory samples and dark-colored urine noted. A prior suction alarm was reported while the device was at p9. The patient was hemodynamically stable at p5. No additional information was provided.